Event description:
It was reported that the patient had perforation and cardiac tamponade. During the procedure of left atrial appendage closure nrg rf transseptal kit was selected for use. The transseptal puncture and sheath placement were completed without complication. However, when the occluder device was opened and prepared, it was not able advanced into the patient. The patient suffered a cardiac tamponade and the procedure was cancelled as apical perforation was also noted. As per the physician opinion, the device or procedure did not cause or contribute to the patient complication. The patient is expected to fully recover from the event.

Manufacturer narrative:
With all the information available, boston scientific (bsc) concludes: the allegation cannot be confirmed as the product was not returned to bsc for analysis and no media was provided. DHR/service history review: with batch number: 0034987208 no DHR was successfully found in accordance with the upn and nrg kit. Labeling review: the information provided in the complaint indicates adverse event(s) and upon review of the instructions for use (IFU) it states the following: "pericardial effusion" and "cardiac tamponade" as a possible adverse event(s) while using the device. The IFU also states the following: "careful needle manipulation must be performed to avoid cardiac damage, or tamponade. Needle advancement should be done under image guidance. Do not attempt to puncture until firm position of the active tip has been achieved against the atrial septum." Based on the IFU, the adverse events mentioned in the complaint are known inherent risks of the device. Risk review: the complaint does not present a new or unanticipated failure type or harm. Additional review is not required. The device has not been returned to bsc for analysis, and the information within the event description suggests that the clinical events related pericardial effusion is anticipated in nature as per the IFU. Based on the information in the event description, the allegation of adverse events is not confirmed as device specifications could not be verified. All the adverse events are listed within the IFU; therefore the "known inherent risk of device" cause code was selected. There is no evidence manufacturing caused or contributed.